Manufacturer narrative:
Patient information was unavailable from the site. The suction was returned for analysis. Functional testing found that the instrument was damaged but would not pass verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the straight suction was damaged. There was no delay and no reported impact to patient outcome. A representative noted that the suction would pass verification but was inaccurate. The site switched to a different instrument to proceed with the case.